Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately eight months post initial right tka, the 38 y/o female patient complained of knee pain and had a poly exchange. Patient was revised with a device from another company. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray received. The device is not available for evaluation due to hospital will not release implant.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately eight months post initial right tka, the 38 y/o female patient complained of knee pain and had a poly exchange. Patient was revised with a device from another company. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray received. The device is not available for evaluation due to hospital will not release implant. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.